Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shocking impedance measurements. A non bsc rv lead was also identified as part of the system. Technical services (ts) was consulted and advised that such measurements are often indicative of an insulation issue. Ts recommended evaluation of the patient at the clinic. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.